Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a low blood glucose reading of 47 mg/dl about a week ago. Customer stated that every 2-3 days, her blood glucose goes as low as 60 mg/dl. Customer stated that her diabetes clinical manager is monitoring the situation. Customer stated that her blood glucose is not low every day. Customer stated that sometimes she knows what happened and sometimes it is weird where she will go to bed with a high blood glucose reading at night and then wake up with a low blood glucose reading. Customer's blood glucose is 69 mg/dl. Customer treated with food. Customer has corrected her current blood glucose. Customer stated that she was not admitted as an inpatient for medical treatment. Customer stated that when she exercises, her blood glucose goes low. Customer performed the displacement test and passed. Customer stated that she went to the dentist last week and had x-rays done. Customer stated that the pump was removed and in another room.